Manufacturer narrative:
Repair has not been completed at this time.

Event description:
Account stated that the foot hilow is drifting on this bed, no injury, account called back and he stated that he swapped the foot hilow down valve and still has the issue.